Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. Upon explant of the aus balloon, the physician found the balloon was perforated and empty. The balloon was replaced, and the system worked as intended. There were no additional patient complications reported.